Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (43-45 mg/dl) after a bolus was delivered. The customer did not know the cause of the low bg. Glucose tablets were consumed to address the bg level. The customer's current bg level was 78 mg/dl. A pump system check was performed using the current supplies on the pump and no device issues were found. Tandem customer technical support (cts) advised the customer to discuss the low bg with a healthcare provider. The customer declined any further follow up from cts.